Manufacturer narrative:
Other relevant device(s) are: brand name: micra , model #: mc1vr01us / expiration date: 2022-11-28 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR? Mfg date: 2021-06-07, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) after cutting of the delivery system tether no pacing and no sensing were noted, although measurements were good prior to cutting.  The ipg was attempted / not used and replaced.  A second leadless implantable pulse generator (ipg) was tried however the same issues were noted in addition to a drop in impedance.  When attempting to recapture / reposition the device the "tether line snapped".  The device was attempted / not used. No patient complications have been reported as a result of this event.